Manufacturer narrative:
Insulin pump received with prime anomaly due to a faulty force sensor resistor. Unable to perform occlusion and excessive no delivery tests due to the prime anomaly. A scratched display window, scratched case, cracked battery tube threads and cracked reservoir tube lip was also noted.

Event description:
It was reported that the customer's insulin pump was not functioning and went to the hospital twice with diabetes ketoacidosis. The caller stated that the customer attempted to bolus and gave about 2.0 units, but the device alarmed no delivery. Troubleshooting was performed, and a fixed prime test was conducted, but the insulin pump did not alarm and no insulin came out. The customer was short of breath, vomiting, and weak. The blood glucose at the emergency room was over 500mg/dl and was treated with an insulin drip, fluids, and potassium. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.